Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. The cause was unknown. The customer declined further troubleshooting or to provide additional information regarding the reported issue.